Manufacturer narrative:
Article citation: nealon, kassandra p., weitzman, rachel e., sobti, nikhil, et al. Prepectoral direct-to-implant breast reconstruction: safety outcome endpoints and delineation of risk factors. Prs journal. 26-sep-2019; 898e-908e 1761. The events of seroma, necrosis, infection (unknown onset), and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma; skin necrosis; infection; capsular contracture, baker grade unknown

Event description:
Through journal article ¿prepectoral direct-to-implant breast reconstruction: safety outcome endpoints and delineation of risk factors,¿ authors report 256 patients experiencing seroma (21), infection (8), skin necrosis (11), hematoma (13), and capsular contracture, baker grades unknown (14). An unknown number of patients were noted to experience breast cancer recurrence which has been deemed not related to the device. As information was received in aggregate the affected side and device status of the devices are mixed.